Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed power system error. The customer did not experience any significant events prior to the insulin pump error. The customer was sleeping when the error occurred. The customer's blood glucose was 13.8 mmol/l. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of mictrotimer in detailed trace confirmed that the root cause is the non sleep anomaly software error. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.